Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc freestyle libre sensor is receiving a "replace sensor" message on the same day it was inserted and due to this he was unable to check his glucose. He further reported that on (B)(6) 2019 he became ¿weak with a shaky feeling¿, then broke into a ¿heavy body sweat¿. Customer was unable to speak or think clearly and then became ¿unresponsive¿. Customer¿s wife gave him orange juice with sugar to drink and called the paramedics. Upon arrival, the paramedics treated the customer with an ¿adrenaline shot¿. No additional treatment was reported. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was returned and fully seated. Removed the sensor plug and inspected the plug assembly, no issues were observed. Sensor was reprogrammed, and sim-vivo testing was performed while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
Customer reported his adc freestyle libre sensor is receiving a "replace sensor" message on the same day it was inserted and due to this he was unable to check his glucose. He further reported that on (B)(6)2019 he became ¿weak with a shaky feeling¿, then broke into a ¿heavy body sweat¿. Customer was unable to speak or think clearly and then became ¿unresponsive¿. Customer¿s wife gave him orange juice with sugar to drink and called the paramedics. Upon arrival, the paramedics treated the customer with an ¿adrenaline shot¿. No additional treatment was reported. There was no report of death, serious injury, or mistreatment associated with this event.